Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer had tested using the true metrix meter and had obtained result of 589 mg/dl am fasting that morning. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer saw the doctor on (B)(6) 2024 during a routine appointment. The doctor made adjustments to customer's medication.

Event description:
Consumer reported complaint for hi blood glucose test results. Spouse is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. The customer reported symptoms of thirst and tiredness; spouse stated she may try to take customer to urgent care or ER if he is willing. During the call, a back to back blood test was not performed by the customer. The customer's test strips are expired: manufacturer's expiration date is 01/28/2024 and test strips were opened more than 4 months ago. The customer did not have another vial of test strips that had been stored and handled correctly. Spouse stated that they recently moved out of state; spouse stated customer has not been testing consistently since the move. Customer does have a routine appointment to see a doctor in about a week. The meter memory was reviewed for previous test result history: result 1: hi date: on (B)(6) 2024 , time: 4:08pm non-fasting pm, result 2: 117 mg/dl date: on (B)(6) 2024 , time: 3:11pm non-fasting pm (spouse's test result), result 3: 207 mg/dl date: on (B)(6) 2023 , time: 9:59am non- fasting am, result 4: 152 mg/dl date: on (B)(6) 2023, time: 11:48am non-fasting am, result 5: 381 mg/dl date: on (B)(6) 2023 , time: 2:15pm non-fasting am.